Manufacturer narrative:
Additional device product code used hrx. Device history records review was completed for part #314.743, lot #9961622. Release to warehouse date: mar 09, 2016. Supplier: (B)(4). No non conformance reports were generated during production; review of the device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2016, patient underwent a procedure. During the procedure, the tip of the cannulated reamer shaft broke while being used to harvest bone from the patient's canal. Approximately 3mm of the cannulated tip broke off and was retrieved. The procedure was successfully completed with no delays or harm to the patient. This report is for one (1) reamer. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned device was examined and the complaint condition was able to be confirmed as the distal tip of the drive shaft was found to be broken and missing a segment (approximately 13mm long and 5mm in diameter). The drive shaft for ria is a component of the reamer/irrigator/aspirator (ria) system which is utilized for intramedullary reaming and bone harvesting. The reported failure mode is typically associated with the application of an overload of forces to the distal end of the drive shaft, resulting in stresses beyond the failure limit. The root cause could not be definitively determined as method of use at the time of instrument failure is unknown. Per the technique guide, a cannulated drive unit which delivers 3.5-4.5nm of torque and 700-900rpm is to be used. The technique guide also cautions that no reduction drive units or drills with a torque greater than 6nm should be used. Specific details regarding the technique used/handling are unknown. Information on care and maintenance, including inspection, is provided per the processing synthes reusable medical devices, instruments, instrument trays, and cases. The relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level and drive shaft. Relevant dimensions on the distal end of the device were checked near the break and were compared to the prints at the time of manufacture and the returned instrument was found to be within specification. The design, materials and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.